Event description:
On (B)(6) 2025 the user was hospitalized for hyperglycemia with a bg of 401 mg/dl after improperly installing a new cartridge without rewinding during a supply change, which interrupted insulin delivery. The user was treated with IV fluids and IV dextrose at warren memorial hospital in front royal, va, and was discharged on (B)(6) 2025. The user has since resumed ilet therapy.